Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 201, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that everything kind of stopped working and the catheter slipped out of the patient's spine which caused her to not receive her medication. The patient was told that she was lucky it did not sever her spine. This was discovered when she had an emergency c-section last year. She had epidural, intrathecal, and general anesthesia during the emergency c-section. Per the patient, nobody told her ob (obstetrician) how to do an emergency c-section for a pump patient and they wound up knocking me out. The patient opted to have the pump removed in (B)(6) 2015 and it literally fell out, it wasn't anchored to anything. It was then, when the surgeon opened up the patient's back, that she couldn't find the catheter as it had come out of the patient's spine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Updated to incorporate the patient's medical history and concomitant medications during the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 14 oct 2016, additional information was received from a healthcare provider (hcp) via a manufacturer's business partner. It was reported to the business partner that the patient was identified as caucasian. On an unspecified date in 2003, the patient started treatment with 1000 mcg/ml baclofen at 60 mcg/day intrathecally via an implantable pump. At an unspecified date in (B)(6) of 2015, the intrathecal baclofen was stopped. Concomitant products included albuterol hfa (albuterol sulfate) and baclofen 20 mg orally as needed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.